Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken charged coupled device and the pixelshift was incorrect. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A probable root cause could not be identified. Based on the results of the investigation: the charged coupled device was broken and therefore the pixelshift was incorrect should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.